Event description:
Reporter stated that patient obtained back-to-back blood glucose results of 0.06 mmol/l and 11.0 mmol/l on the compact plus system. Reporter noted that patient did not modify therapy based on these values. No adverse event associated with the alleged malfunction has been reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in the (B) (6).